Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and inspection revealed a hole in the cylinder. Therefore, the left cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and inspection revealed a hole in the cylinder. Therefore, the left cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. The cylinder exhibited wear at fold in the proximal and in the distal cylinder body. The cylinder had an excess of air between the inner and outer tubes when inflated with syringe; bulging was present. There was a leak at the fabric bonding joint at the proximal cylinder body. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the cylinder leak and pump activation issue identified could have caused or contributed to the reported clinical observation of device not working properly.